Manufacturer narrative:
Reported event: an event regarding incorrect placement involving a mako tha software was reported. The event was confirmed. Method & results: product evaluation and results: the incorrect cup inclination cannot be attributed to a single definitive root cause. The available workflow data indicates several factors that may have influenced cup orientation, including sub-optimal pelvic registration capture, incomplete lowering of the robotic arm during reaming and impaction, and base array positioning in a lower-accuracy region of the camera field. A deep acetabular ream was also recorded, which would not directly affect inclination but may influence the superior position of the cup. Pre-surgery checks and service records indicate that the system was cleared for use prior to the surgery date and was cleared for clinical use on the day of and after the date of surgery. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that product was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to product shows other similar complaints for tha software - incorrect placement. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed due to user error. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.

Event description:
The following information was provided: cup was placed superior to plan and at 20 degrees of inclination, planned inclination was 40 degrees. Case type / application: tha 4.1.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.